Event description:
It was reported that the patient's physician was called by the patient after the patient heard the device alarming, whereupon the patient performed a remote monitoring transmission, and the patient was advised by the physician to go to the emergency department. Lia (lead integrity alert) had triggered. Noise was seen on the egm (electrogram) when the patient moved the right arm. Detections were turned off, the patient was admitted to the hospital, and ultimately the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Evaluation summary: distal conductor fractured in-vivo due to flexing; full lead in segments returned and analyzed.